Event description:
It was reported that the patient's pacemaker and leads are "sticking way out". The patient is very uncomfortable. The status of the device is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.